Manufacturer narrative:
Part number 25090119sg1, lot number is unknown, was returned to zimmer surgical for initial product condition/visual examination evaluation and functional tests. Evaluation of the device noted that one tooth located at the last edge position is broken from the blade. No functional testing was performed due to the extent of the damage. Manufacturing records could not be reviewed as the lot number is not known. The reported event "that during a total knee replacement, one of the teeth on the blade came off; the broken tooth and the blade were noticed on the mayo" was confirmed per the initial product condition/visual examination evaluation. Root cause of the reported event could not be determined at this time, but could be associated with the saw blade coming in contact with the cutting guide or other hard surface. Complaints of this nature will be tracked and trended to determine what, if any, additional actions are necessary.

Event description:
It was reported that during a total knee replacement, one of the teeth on the blade came off. The broken tooth and the blade were noticed on the mayo. Additional clarification noted that the mayo is the small table that holds the instruments. No portion of the blade fell into the surgical site. There was no report of the blade making impact with a cutting block or other hard object; however additional information received stated that a cutting block is used and the cutting block could have had a spur on it. There was no report of patient or user harm or surgical delay associated with the report. An alternate device was used to complete the surgery.